Event description:
It was reported that the programmer touch pen would not track on the display screen. The touch pen was off by approximately one inch. The caller tried to calibrate the touch pen, but it would not calibrate. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the stylus pen was not tracking with the overlay screen and therefore the bezel assembly was replaced, and the stylus was also replaced as a preventive. (B)(4).